Event description:
A user facility reported the tubing of three 3m¿ ranger¿ blood/fluid warming high flow sets came apart at the luer connections during use. The connections were not tightened initially but were tightened on the second and third 3m¿ ranger¿ blood/fluid warming high flow sets and still came apart. No injuries or medical interventions were required due to the alleged malfunctions.

Manufacturer narrative:
Samples from the same lot have been returned. The investigation is ongoing. A follow up report will be submitted upon completion.

Manufacturer narrative:
Ten unused sets were received for analysis. The reported issue was not confirmed, all samples passed specifications. The root cause of the alleged malfunction could not be determined. Based on the problem description, a likely cause is due to over-tightening, failure to tighten luer connections, cross-threading of luer connection, and over pressurization of the ranger system. Per the product IFU, ensure that all luer connections are securely tightened prior to priming set. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.